Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii/IV, seroma-late.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV, folds, "marginal liquid" and "high volume". Device remains implanted.